Event description:
It was reported that a 41-year-old caucasian female patient underwent primary breast augmentation with 550cc mentor memorygel breast implant and experienced left side breast implant rupture, capsular contracture; baker grade iii, and open incision postoperatively. The patient has consulted with the healthcare professional. As a result, the patient underwent removal only surgery on (B)(6) 2025. On (B)(6) 2026, mentor became aware that the replacement surgery is scheduled for (B)(6) 2026.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left implant rupture, capsular contracture; baker grade iii, and open incision. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 13, 2026, was reviewed by the clinician and event description under field b5 and clinical coding under field h6 has been updated accordingly. Photo was received and evaluation is pending. Once completed, results will be submitted under supplemental report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old female patient who underwent breast implant surgery with mentor medical devices (sm mpp gel 550cc, date of implant (B)(6) 2024) experienced a breast implant rupture on the left side which was complicated by bruising under the arm, the opening of the incision, and exposure of the device. As a result, the patient underwent the left implant explantation on (B)(6), 2025. It was also reported that the patient developed capsular contracture; baker grade iii in the left breast. Should additional information become available, this case will be re-assessed, notes will be updated, and supplemental report will be submitted.